Manufacturer narrative:
The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap extended life pd transfer set disconnected from the titanium adaptor. This occurred during use of the device for peritoneal dialysis therapy. As a result, the transfer set was changed. There was no allegation against the titanium adaptor and it remained in use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.